Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 540 mg/dl. The customer stated that she had trouble with the last 4 boxes and threw away about 6 sets. The customer stated that the insulin was going in, but she was not feeling well. The customer stated that her blood glucose level was 540 mg/dl even though she gave herself insulin and took the needle out after wearing it for 2 to 3 days. The customer was advised that leaks in the tubing can limit the amount of insulin received during a bolus. The customer was advised that bent cannulas tend to be contributing factors to unexplained high blood glucose. The customer will call back to troubleshoot.